Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 410 mg/dl at the time of incident. The customer stated that she did not treat her high blood glucose yet. The customer found small air bubbles. The customer stated that the insulin exited at the quick release. The customer stated that she experienced blood on site but was not actively bleeding. The customer also stated that there was a bent cannula. The customer stated that the insulin was not coming out from the insulin pump and was not alarming no delivery. The customer stated that the insulin pump alarmed during high pressure test. The insulin pump will not be returned for analysis.